Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pain around device site. High thresholds were noted on the right ventricular (rv) lead. The lead remains in use. No further patient complications have been reported as a result of this event.